Event description:
Customer reported to beckman coulter, inc. (Bec) that sodium and calcium failed calibration on the unicel dxc 800 synchron system. The customer reported that the ion selective electrode (ise) drain assembly was overflowing. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a clog in valve j2 (ise waste valve). The fse cleared the blockage and calibrated 3 times. The fse found the calibration met published specifications. The fse performed ise precision high and low test. The fse found that the ise precision met published specifications.

Manufacturer narrative:
(B)(4).